Event description:
New information received notes that the device was explanted due to a competitor atrial lead issue. Device was near eri.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the session records. The cause of the reset was due to corruption in the electrogram directory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with device in bvvi mode. The device was reprogrammed successfully and normal functionality was restored.